Event description:
While trying to position the device, the pusher kinked off.======================manufacturer response for soft ureteral stent and positioner, universa (per site reporter).======================none at this time.